Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode during an in-clinic routine check. The patient was put on an echocardiogram (ECG) and when the technician administered isometric contractions it showed asystole of three to four seconds with no intrinsic beats. The patient's physician advised the patient to be transported by ambulance to the hospital and the device was explanted and replaced the same day. Additional asystole was noted with movement while prepping for surgery. The procedure was completed successfully, and the explanted device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode during an in-clinic routine check. The patient was put on an echocardiogram (ECG) and when the technician administered isometric contractions it showed asystole of three to four seconds with no intrinsic beats. The patient's physician advised the patient to be transported by ambulance to the hospital and the device was explanted and replaced the same day. Additional asystole was noted with movement while prepping for surgery. The procedure was completed successfully, and the explanted device will be returned for analysis. No additional adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.